Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the plate was broke while passing through the needle. There are two plate with the same problem and surgeon used another plate (non-j&j) to complete the surgery. Procedure was completed successfully without any surgical delay. No patient consequences. Concomitant device reported: unk - needle: trauma (part# unknown; lot# unknown; quantity: 1). This report is for one (1) synpor sheet 50*50 t0.8. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9, e1, h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: product code #: 08.510.120s. Synthes lot #: ds7006903. Manufacturing site: werk selzach logistik. Release to warehouse date: 01mar2021. Expiration date: 01feb2031. Supplier: dsm biomedical. A manufacturing record evaluation was performed for the non-sterile article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team forwarded the device to dsm biomedical which conducted a visual inspection of the returned device. Visual analysis of the returned sample was performed on synpor sheet 50*50 t0.8. The returned device was investigated for issues related to the complaint. Units under investigation were evaluated and showed no visible brakeage or brittleness. The units are flexible as expected with no signs of disintegration or breakage. All related device history records and risk assessments were reviewed, and no discrepancies applicable to this complaint were noted. Controls are in place to ensure product meets specifications. A dimensional inspection was performed for the synpor sheet 50*50 t0.8 and met specifications. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the synpor sheet 50*50 t0.8. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.